Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. The shipping wedge was found to be damaged. One part of the shipping wedge was stuck in the knife channel at the proximal end of cut line. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the shipping wedge was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the shipping wedge pull tab was pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit was clamped prior to removal of the yellow shipping wedge. It was also reported that the shipping wedge was disengaged. The reported issue could not be confirmed. The most likely cause could not be established f rom the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (l ot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic colectomy, during intestinal resection, after wound or surgical incision closure, a yellow piece of debris was found on the surgical drape. When the yellow tabs of the four cartridges used in this case were checked, there were two reloads with protruding parts that were missing, and one reload where it seemed that it might have been scraped. The yellow tabs were damaged; however, no scraped nor chipped fragments were found. To search for the yellow tab's fragment, after wound or surgical incision closure, laparoscopic laparotomy was performed again. The procedure was extended by one hour. A fairly small fragment of about 1mm was found on top of the surgical drape, but no further fragment was found inside the cavity.

Event description:
According to the reporter, in a laparoscopic colectomy, during intestinal resection, after wound or surgical incision closure, a yellow piece of debris was found on the surgical drape. When the yellow tabs of the four cartridges used in this case were checked, there were two reloads with protruding parts that were missing, and one reload where it seemed that it might have been scraped. There were 4 reloads with yellow tabs damaged; however, no scraped nor chipped fragments were found. To search for the yellow tab's fragment, after wound or surgical incision closure, laparoscopic laparotomy was performed again. The procedure was extended by one hour. A fairly small fragment of about 1mm was found on top of the surgical drape, but no further fragment was found inside the cavity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.